Event description:
The info provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use. There was difficulty accessing the pt's artery, but blood was returned through the blood inlet hole on the arteriotomy locator. Following deployment, the device would not pull back, even after manipulation by the physician. The pt was brought to the operating room for a cut down. The anchor and collagen were found in the subcutaneous tissue and the artery was completely sealed. The pt was reported to be fine following the procedure and hospitalization was not extended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.